Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient experiencing a burning sensation in the lungs, fatigue, dizziness and headaches. It was reported that patient visited the emergency room about 1.5 months ago due to the burning sensation and was advised the issue was due to drinking cow milk. Patient stopped drinking cow milk, was x-rayed and everything was "ok". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contamination in the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer concludes dust like contamination were external to the device. There was no evidence of sound abatement foam degradation. In this report, box d, g, h has been updated/corrected.

Manufacturer narrative:
The manufacturer initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient experiencing a burning sensation in the lungs, fatigue, dizziness and headaches. It was reported that patient visited the emergency room about 1.5 months ago due to the burning sensation and was advised the issue was due to drinking cow milk. Patient stopped drinking cow milk, was x-rayed and everything was "ok". The correct event description should be- the manufacturer received information regarding a rep dreamstation auto CPAP. The manufacturer received information alleging patient experiencing a burning sensation in the lungs, fatigue, dizziness and headaches. It was reported that patient visited the emergency room about 1.5 months ago due to the burning sensation and was advised the issue was due to drinking cow milk. Patient stopped drinking cow milk, was x-rayed and everything was "ok". The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contamination in the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer concludes dust like contamination were external to the device. The complaint was originally reported under the recall, but after further review it was determined this complaint should not have been filed under the recall. Therefore, box g and h has been updated or corrected in this report.